Event description:
It was reported to resmed germany that an astral device displayed alarm messages 101 and 218. The message resulted in an alarm which notified the caregiver to the malfunction. There was no pt injury reported as a result of this incident. MFR ref no.: 3004604967-2015-00037.